Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation on her shoulder underneath the shoulder strap. The wound was open and bleeding. The patient's nurse bandaged the wound. Follow-up indicated that the wound was drying and healing.